Event description:
On 16 june 2006, syncardia systems, inc. Became aware of a possible malfunction of a css console as a result of a review of console servicing records received from syncardia's service rep located in another country, which were translated from german into english. An entry dated 2005 in the console servicing records for console stated "after switching to this device, pressure loss and pt was uncomfortable. Check machine." The activity chart in the servicing records for that day stated "flow converter checked in calibration program, o.k. Console checked according to test log. No malfunction registered," indicating that the service rep was unable to duplicate the alleged malfunction. A review of the service and complaints for this console indicated no recurrence of this alleged malfunction. A successful console checkout procedure was performed on 01 march 2006. Syncardia has been unable to obtain any add'l info regarding this event. A review of complaint and service records from q4 2004 through may 2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.